Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Other - at this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit would deliver three breaths and then go vent inop (inoperable). The event error log show several xdcr fault (transducer fault) and several motor faults. The issue occurred before being placed onto patient use, no report of patient involvement associated with the event.